Event description:
It was reported that the right ventricle (rv) lead dislodged soon after the initial implant. The rv lead moved to a location that captured but had high pacing thresholds. It was decided to leave the rv lead in that position and increase the output of the device. The device prematurely triggered the elective replacement indicator (eri). Both the rv lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4) the distal segment of the lead was returned, analyzed, and the outer insulation was breached (clavicle-rib crush). There was blood/body fluid on the proximal conductor (not obstructed), and the outer insulation was breached cut.